Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) cable was broken. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.